Event description:
Leakage was noted between the proximal catheter and the valve during implantation preparation. Another product was used to complete the case. There were no adverse consequences to the patient. No delay in surgery reported. (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation, the catheter was examined under microscope at appropriate magnification, and a small cut was noted in the proximal catheter. It looks like the catheter has come into contact with a sharp object during implantation preparation or explant, but this could not be determined. As note in the IFU catheters cut and tear easy. Review of the history device records confirmed the device conformed to the specifications when released to stock. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.